Event description:
It was reported that prior to the procedure, the nc trek rx 3.5x8 dilatation catheter was prepped without the protective mandrel being removed from the flushing sheath. After device preparation was complete, the mandrel and the protective sheath were removed together with resistance. An attempt was made to advance an unspecified guide wire into the nc trek catheter; however, the guide wire could not advance. The guide wire was removed without resistance. The nc trek catheter was flushed and another unsuccessful attempt was made to advance the guide wire into the nc trek catheter. The guide wire was removed and the nc trek was exchanged for a new trek dilatation catheter which was loaded onto the same guide wire without issue. There was no clinically significant delay in the procedure due to the device issue. Return device analysis revealed a tear in the guide wire exit notch.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Incorrect prep. The device has been received. The analysis is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to position could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states to 1. Remove the protective mandrel from the flushing sheath 2. Flush the trek rx or mini trek coronary dilatation catheter. It is likely that the lack of flushing the guide wire lumen contributed to the reported difficulty to position guide wire into the balloon catheter.